Manufacturer narrative:
No data analysis because time between testing exceeds three hours and improper technique was used. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per case details, patient was testing the same finger. Customer has been in and out of the hospital and was taking antibiotics, as well as glipizide, lisinopril, furosemide, lipitor, allopurinol, and advair. Customer just started carvedilol and albuterol. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Previous investigation of strip lot #234523 from another case met accuracy criteria. No further investigation is required. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out three replicates for both samples for strip lot #234523 are within the allowable bias (+ or -1.0). No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.1. Date: (B)(6) 2011, lab: 4.3. Patient, a self tester, always tests his glucose first, then sticks same finger with 23 g lancet to get inratio sample. Patient reports sometimes having trouble getting sample.